Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie lid released unexpectedly. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie lid released unexpectedly. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie lid had released unexpectedly. A technical support specialist (tss)found that the customer was not able to close the lid even after releasing the cubie. The tss removed that cubie and advised the customer to contact pharmacy to exchange the cubies.